Manufacturer narrative:
Device evaluation:the reported clamp malfunction error issue was verified during service. Service technician observed 99- sc mpu watchdog timeout hard error, and 100- sc mpu watchdog power supply hard error. The issue was resolved by replacing the safety system module. Preventive maintenance was performed as per specification. Note: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of the bio-console base, the clamp malfunctioned and error codes 99-sc mpu watchdog timeout hard error <(>&<)> 100-sc mpu watchdog power supply hard error were observed. A backup device was used. No patient complications have been reported as a result of this event.